Manufacturer narrative:
When completed, the investigation results will be submitted in a supplemental report.

Event description:
During triathron pkr surgery, the black cover part was broken when the tibial base plate was implanted with the impactor.

Manufacturer narrative:
An event regarding crack/fracture involving a specialty impactor was reported. The event was confirmed. Method & results: -device evaluation and results: visual inspection was performed with the material analysis engineer that the impaction pad fractured due to an overload condition as indicated by the hackles observed on the fracture surface. -medical records received and evaluation: no patient medical records were available for review. -device history review: a device history review confirmed all devices were manufactured and accepted into finished goods with no reported discrepancies. -complaint history review: a complaint history review confirmed no similar events for the reported lot. Conclusions: the investigation concluded that broken impaction pad was caused by overload conditions. No material or manufacturing defects were observed.

Event description:
During triathron pkr surgery, the black cover part was broken when the tibial base plate was implanted with the impactor.